Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the cartridge was filled with 460 units of insulin, and displayed an initial accurate fill estimate of over 400 units of insulin in the cartridge. Subsequently, the customer reported going to bed with 410 units of insulin, and waking up in the morning with an insulin gauge display of 335 units. Reportedly, the customer did not deliver 75 units of insulin overnight. Review of the pump data by tandem technical support showed that the insulin gauge decreased 75 units; however, the customer only delivered 35 units of basal and bolus insulin during that time. The customer's blood glucose level ranged from 130-180 mg/dl. During a follow-up call, the customer reported that the insulin gauge began to decrease as expected.